Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a manufacturer representative (rep). It was reported the physician programmer (php) had a hard time powering on and when it did it would act erratically; during a programming session suddenly a new program was added and then went to a different screen when the caller did not press the buttons to do so. The caller reseated the software care and the php still would no work properly. The caller noted this was a new php and the issues started right out of the box. The caller did not have the device with them at the time of the call. No patient symptoms reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Additional information received from a company representative reported the steps that were taken to resolve the clinician programmer issue were: they removed the card, turned it off and called technical services. Additional information received reported they were able to get the programmer to work after resetting several times. The programmer was left with the healthcare professional.